Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.1, lab: 2.6; (B)(6) 2011, 1.4, 2.0. Patient's target therapeutic range is 2.0-3.0. Patient's medication was increased due to inratio result of 1.1 on (B)(6) 2011. Lab then resulted 2.6 on (B)(6) 2011. (B)(6) 2011 results were done within 1 hour of each other.